Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported that it seemed like their implantable neurostimulator (ins) had moved and the bottom part of the ins was close r to the skin. There were no falls or trauma associated with this event but the patient had been gardening. The patient initially noted that they were having difficulty charging but after reviewing screens it appeared that they were confused about icons. The patient thought that since their ins was off it wasn¿t charging. It was found that since the ins battery was so low the stimulation had stopped and once it was recharged to ¼ full the patient would be able to turn their stimulation on and continue charging. The patient was indicated for spinal pain. No causes of the ins moving or interventions were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.